Manufacturer narrative:
(B)(4). Batch #: unknown. Additional information was requested and the following was obtained: is the white tissue pad completely missing from the clamp arm of the device? It fell off completely during surgery and also retrieved completely attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformance were identified.

Event description:
It was reported that during an unknown procedure the ceramic fell off the instrument tip. The piece was retrieved. The surgery was delayed 5 minutes while a new instrument was provided. There were no patient consequences.